Event description:
It was reported that during a left-bundle branch implant procedure, the physician noted high capture threshold measurements when this lead was positioned. The physician attempted to reposition the lead, but the helix would not retract. The lead was removed and exchanged to resolve the event. No adverse patient effects were reported. The lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed the lead helix tip was bent, which likely resulted in the reported insertion difficulties at implant. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed the lead helix tip was bent, which likely resulted in the reported insertion difficulties at implant. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.